Manufacturer narrative:
G4:27jan2021. B4:25feb2021. H11:g5:k102985. H10: the field service engineer (fse) confirmed reported failure; however, they could not replicate the issue. The (fse) reset the parameters of the unit to solve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported diagnostic error pressure regulation high. The field service engineer (fse) confirmed the failure. The unit was not in use, ad there was no patient or user harm reported.